Manufacturer narrative:
The cartridge was not requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. The reporter stated that while changing out the site/set/cartridge, the cartridge cap was accidentally misplaced. Reportedly, the patient believed that it was mistakenly thrown in the trash when changing the tubing and that the patient was unable to locate the cartridge cap. The cap is in warranty and will be replaced. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.